Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is being filed to report thrombosis and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted prolapsed anterior and small cardiac chambers. A clip deliver system (cds) was advancing to the mitral valve; however, during initial clip positioning above the valve a thrombus was noted on the clip. Additional heparin was administered, and the thrombus disappeared. The procedure continued and the clip was deployed. The patient was stable. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.